Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had some drainage from the incision site. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that it was confirmed that there was an infection at the ipg site. It was noted that the infection was not device related. The patient was prescribed antibiotics. The patient was doing well. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had some drainage from the incision site. The patient was prescribed antibiotics.